Event description:
It was reported that the atrial lead dislodged during the device upgrade procedure. The atrial lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. No anomalies were found. The distal conductor was cut. All conductors had blood/body fluid (not obstructed). All conductors had blood/body fluid (not obstructed) and had cosmetic environmental stress cracking. There was blood in/on the helix/lobe mechanism. The lead was stretched. Visual analysis noted the lead had apparent explant damage.